Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation by the device/ perforation (uterus)/migration of essure device location of device: uterine cavity") and explorative laparotomy ("exporatory laparotomy") in a 33-year-old female patient who had essure (ess205) (batch no. 626798) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not underwent". The patient's past medical history included multiparous, migraine, spinal cord injury and spinal laminectomy. Previously administered products included for prevent pregnancy: iud from 2005 to (B)(6) 2009. Concurrent conditions included back pain, vaginal discharge, depression, drug allergy, fat necrosis and abdominal pain. Concomitant products included medroxyprogesterone (depo provera) (B)(6) 2009 to (B)(6) 2009 for contraception as well as bisacodyl from (B)(6) 2009 to (B)(6) 2010, dimeticon, activated (simethicone) from (B)(6) 2009 to (B)(6) 2009, diphenhydramine hydrochloride (benadryl), fluoxetine from (B)(6) 2009 to (B)(6) 2009, magnesium from (B)(6) 2009 to (B)(6) 2010, naloxone from (B)(6) 2009 to (B)(6) 2010, ondansetron (zofran) from (B)(6) 2009 to (B)(6) 2010 and ondansetron from (B)(6) 2009 to (B)(6) 2010. On (B)(6) 2009, the patient had essure (ess205) inserted. On (B)(6) 2009, 8 months 20 days after insertion of essure (ess205), the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, explorative laparotomy (seriousness criterion medically significant), depression ("depression") and anxiety ("anxiety"). On (B)(6) 2009, the patient underwent uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, explorative laparotomy (seriousness criterion medically significant), depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced infection ("infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with bupropion and surgery (underwent removal of essure). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the uterine perforation, infection, depression and anxiety outcome was unknown and the explorative laparotomy, vaginal haemorrhage and menorrhagia had not resolved. The reporter considered anxiety, depression, explorative laparotomy, infection, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure implant date (B)(6) 2007 and (B)(6)2009). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded essure into myometrium. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received-earlier event device dislocation was replaced with event migration of essure device; location of device: uterine cavity and clubbed with event: uterine perforation. Reporter information was added. Her historical medication was added. Her treatment and concomitant medications were added. Per plaintiff fact sheet following events: depression and anxiety were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation by the device/ perforation (uterus)"), device dislocation ("migration of the device") and explorative laparotomy ("exporatory laparotomy") in a 33-year-old female patient who had essure (ess205) (batch no. 626798) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not underwent". The patient's past medical history included multiparous, migraine, spinal cord injury and spinal laminectomy. Concurrent conditions included back pain, vaginal discharge, depression, drug allergy, fat necrosis and abdominal pain. On (B)(6) 2009, the patient had essure (ess205) inserted. On (B)(6) 2009, 8 months 20 days after insertion of essure (ess205), the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and explorative laparotomy (seriousness criterion medically significant). On (B)(6) 2009, the patient underwent uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and explorative laparotomy (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), infection ("infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (underwent removal of essure). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the uterine perforation, device dislocation and infection outcome was unknown and the vaginal haemorrhage, menorrhagia and explorative laparotomy had not resolved. The reporter considered device dislocation, explorative laparotomy, infection, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure implant date (01-jan-2007 and 28-jan-2009). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded essure into myometrium. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc (product technical complaint~). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation by the device/ perforation (uterus)"), device dislocation ("migration of the device") and explorative laparotomy ("exporatory laparotomy") in a 33-year-old female patient who had essure (ess205) (batch no. 626798) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not underwent". The patient's past medical history included multiparous, migraine, spinal cord injury and spinal laminectomy. Concurrent conditions included back pain, vaginal discharge, depression, drug allergy, fat necrosis and abdominal pain. On (B)(6) 2009, the patient had essure (ess205) inserted. On (B)(6) 2009, 8 months 20 days after insertion of essure (ess205), the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and explorative laparotomy (seriousness criterion medically significant). On (B)(6) 2009, the patient underwent uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and explorative laparotomy (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), infection ("infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (underwent removal of essure). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the uterine perforation, device dislocation and infection outcome was unknown and the vaginal haemorrhage, menorrhagia and explorative laparotomy had not resolved. The reporter considered device dislocation, explorative laparotomy, infection, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure implant date ((B)(6) 2007 and (B)(6) 2009). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded essure into myometrium. Most recent follow-up information incorporated above includes: on 25-jul-2018: plaintiff fact sheet and medical record received. Event perforation nos was clubbed with perforation (uterus).events per pfs: abnormal bleeding (vaginal, menorrhagia), exporatory laparotomy and essure confirmation test not underwent. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation by the device/ perforation (uterus)/migration of essure device location of device: uterine cavity') and explorative laparotomy ('exporatory laparotomy') in a 33-year-old female patient who had essure (ess205) (batch no. 626798) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not underwent". The patient's medical history included multiparous, migraine, spinal cord injury and spinal laminectomy. On (B)(6) 2009, us shows embedded essure into myometrium. Previously administered products included for prevent pregnancy: iud from 2005 to (B)(6) 2009. Concurrent conditions included back pain, vaginal discharge, depression, drug allergy, fat necrosis and abdominal pain. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2009 to (B)(6) 2009 for contraception as well as bisacodyl from (B)(6) 2009 to (B)(6) 2010, bisacodyl;docusate from (B)(6) 2009 to (B)(6) 2010, fluoxetine from (B)(6) 2009 to (B)(6) 2009, magnesium from (B)(6) 2009 to (B)(6) 2010, naloxone from (B)(6) 2009 to (B)(6) 2010, nsaids since 2009, ondansetron from (B)(6) 2009 to (B)(6) 2010, paracetamol (acetaminophen) since 2009 and simeticone (simethicone) from (B)(6) 2009 to (B)(6) 2009. On (B)(6) 2009, the patient had essure (ess205) inserted. On (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, depression ("depression/ psych injury") and anxiety ("anxiety") and underwent explorative laparotomy (seriousness criterion medically significant), 8 months 20 days after insertion of essure (ess205). On an unknown date, the patient experienced infection ("infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with bupropion and surgery (removal of left essure coil). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the uterine perforation, infection, depression and anxiety outcome was unknown, the explorative laparotomy had not resolved and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, explorative laparotomy, infection, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure implant date ((B)(6) 2007 and (B)(6) 2009) patient received treatment for events- pelvic pain female. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of the previously reported event- vaginal bleeding, menorrhagia were updated, reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation by the device") and device dislocation ("migration of the device") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and infection ("infections"). The patient was treated with surgery (underwent removal of essure). Essure (ess205) was removed. At the time of the report, the perforation, device dislocation and infection outcome was unknown. The reporter considered device dislocation, infection and perforation to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.